Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 01/19/2007 and was last serviced at medicrea in may 2012 for replacement of the motor. Eval of the device observed corrosion to the motor and switch. Repair of the device included calibration of the device and replacement of the motor and standard repair parts. Given the corrosion to the motor and switch, improper handling related to cleaning and sterilization most likely allowed moisture to enter the handpiece, corroding the motor and switch. The corrosion most likely caused the customer's reported event. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece had slow movement, motor seemed to be jammed. There was no pt harm.